Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted due to bladder prolapse. The patient experienced pain, erosion of her internal bodily tissue, urinary/bowel problems, organ perforation, small bowel obstruction, intra-abdominal adhesion, internal hernia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2012, the patient underwent excision of bladder mesh. The patient underwent exploratory laparotomy with lysis of adhesions and repair of hernia on 10/01/2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to bladder prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and organ perforation. It was reported that patient experienced erosion of mesh underwent excision of bladder mesh on (B)(6) 2012. It was reported the patient experienced small bowel obstruction, intra abdominal adhesion and internal hernia and underwent exploratory laparotomy with lysis of adhesions, and repair of hernia on (B)(6) 2012. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to bladder prolapse. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and organ perforation. It was reported that patient experienced erosion of mesh underwent excision of bladder mesh on (B)(6) 2012. It was reported the patient experienced small bowel obstruction, intra abdominal adhesion and internal hernia and underwent exploratory laparotomy with lysis of adhesions, and repair of hernia on (B)(6) 2012.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.